Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant from tooth site #15 was integrated and it was removed due to an infection. The implant was integrated and the surrounding area had granulated. Regenerative surgery was attempted, but there was so much granulation tissue that the decision was made to remove the implant. Another implant will be placed after regeneration.